Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, rupture.

Event description:
Patient reported ¿breast thickening, change of shape, breast pain , seroma, benign tumor, rupture and capsular contracture baker grade ii/iii . This is record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported that there is no rupture as the implants were intact upon explant. Healthcare professional also reported implant contouring, deformation, pain in the submammary fold and medial contour, lingering pain and "capsular contracture baker grade iii." Device has been explanted and replaced.